Event description:
It was reported that, "we have used 3 of these needles and all 3 of them have failed". Additional information received states that "two failed on one call, the first one did not seat, the second one bent. Had to use yellow io as 2 is all we carry on a truck. Patient lived".

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A review of the certificate of compliance could not be performed as a lot/batch number was not provided. Without the device to evaluate, the complaint could not be confirmed, and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. Other remarks: n/a. Corrected data: n/a.

Event description:
It was reported that, "we have used 3 of these needles and all 3 of them have failed". Additional information received states that "two failed on one call, the first one did not seat, the second one bent. Had to use yellow io as 2 is all we carry on a truck. Patient lived".